Event description:
It was reported that this right ventricular (rv) lead was exhibiting loss of capture. The patient is nondependent, and no symptoms were exhibited. This rv lead was repositioned and remains in service. No additional adverse patient effects were reported.